Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the motion capabilities of the imaging system would not complete start up. It was noted that a switch in the gantry would not link. To restore functionality, the gantry cable chain was replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system restarted twice without prompt from the user. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The gantry cable chain was returned to the manufacturer for analysis. Analysis found that the part was returned unused. Analysis found that there was no failure detected with the unused part. If information is provided in the future, a supplemental report will be issued.